Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous posterior tibial artery. The physician advanced a 1.5mmx20mmx142cm coyote es balloon to dilate the lesion. The coyote es balloon was inflated to 6atms and ruptured on the first inflation. The procedure was completed with another 1.5mmx20mmx142cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).